Event description:
It was reported that the patient presented via merlin.net, upon review the pulse generator exhibited automatic mode switch episodes all seemed to be due to oversensing. The device transmission also displayed a misleading diagnostics anomaly. The patient would be brought into clinic for further testing. No additional information was available. No patient symptoms were reported.